Manufacturer narrative:
The customer was advised to do a cold start, then to disconnect the lead set. Alarm review now showed ECG leads off. The monitor then showed actual alarm messages briefly, then went back to no alarm messages. The field service engineer confirmed while onsite the mx450 was alarming at the monitor but not the pic. He verified the alarms were seen at the pic. Tested monitor and associated x3. All functions ok and all alarms correct at pic. Apnea alarm covering other red alarms as patient was on mx40 so no apnea should have been set. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the system alarms are not posting. There was no reported adverse event to the patient or user.